Event description:
The manufacturer representative (rep) reported a system explant. It was initially stated that they did not know the reason for the explant. The patient had the device implanted for pain in the right arm. In (B)(6) 2015, someone met with the patient to program because the patient was having pain in the left arm. The rep met with the patient in (B)(6) 2016 for a programming session because the patient was experiencing pain and the stimulation was not effective. It was noted that following the session, the physician instructed the patient to use stimulation for 1 month and re-evaluate the effectiveness of the stimulator. The patient met with the physician for that re-evaluation on (B)(6) 2016. The device was explanted as a result of the follow up evaluation and they had deemed the stimulator ineffective. The date of explant was not known and it was not known if the patient recovered completely. There was a report of a new pain in the right arm. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
Analysis results for the ins, serial number (B)(4) stated that there were no anomalies.

Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97791, product type: accessory. Product ID 97791, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the device was explanted on (B)(6) 2016. The reason for removal was that the patient was unhappy with therapy and not getting pain relief. It was reported that the device was not replaced with a new device. No patient injury was reported.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported that the cause of the new pain and lack of stimulation was that the patient felt electrical shocks when turning on stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.